Manufacturer narrative:
One opened sample was returned for evaluation. Visual examination under 10x magnification revealed damage to tip and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. There have been no changes in the manufacturing process that would contribute to damaged blades. All knives are 100% inspected by trained operators (B)(4). Any defects, such as the damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. The root cause for the damaged knife is unknown. However, it is unlikely that the damage occurred during the manufacturing process. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. (B)(4).

Event description:
A nurse reported that a dull knife was experienced during a procedure. The blade was replaced and the case was completed successfully. There was no harm to the patient.